Event description:
It was reported the patient experienced "psychosis." It was felt the pump was "defective" and causing the change in the patient's mental state. A dye study was done which was normal. The physician did not feel there was a problem with the pump but decided to replace it to eliminate it as a variable. Several pump reports were reviewed, and it was decided the volumes at refills were appropriate. No problems with the pump were ever detected. The drug used in the pump was morphine 25 mg/ml. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.